Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the ulcer for closure during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, when the physician closed the clip, as he grabbed on side to pull closed, he could not deploy the clip. The procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code: a15 captures the reportable event of clip could not deploy.